Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that after 2 days of use the customer found a leak. There is no information if the leak check was performed prior to use. Additional information was received that there was no patient or clinical injury associated with this event.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One anesthesia breathing circuit and one photograph was received for analysis. A tear in the tube was observed. Functional testing was performed on the returned product specimen to test for leaking. The device failed leak testing for the circuit; however, the breathing bag passed leak testing. A review of the device history record was performed and no discrepancies were found. This device was visually examined and 100 percent leak tested prior to its release distribution. The device had been in use for two days prior to observation of the leak. While no definitive root cause to the reported issue could be determined, the most probable root causes could be attributed to leak testing not being performed by the user prior to attempted use or leakage on the tube was not detected by the operator during pre-release leak testing.